Manufacturer narrative:
This report is submitted on april 27, 2021.

Manufacturer narrative:
This report is submitted on february 15, 2021.

Event description:
Per the clinic, the patient experienced pain and developed an abscess at the implant site. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.